Event description:
It was reported the patient received inappropriate therapy due to noise. Further lead testing is planned. Lead revision will be discussed with the physician.

Manufacturer narrative:
.